Manufacturer narrative:
This supplemental report is submitted to correct "device product code."

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation found that the tissue pad was severely worn and partially missing. The manufacturing history was reviewed, with no irregularities noted. It was reported that the fragment of the tissue pad fell off when the user checked the device outside the patient. This type of the tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the user activated output while the subject device was grasping a thick and hard tissue with the distal part, consequently the tissue pad at the proximal end was worn. The damaged pad fell off when the user checked the device outside the patient. The instruction manual of the device has already warned as follows; do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white tissue pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output.

Event description:
During a laparoscopic appendectomy, the subject device was used. The tissue pad of the device was separated. The procedure was completed with another device. There was no patient injury reported.